Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revised a cs triathlon insert 5x9 to another 5x9 due to arthrofibrosis and scar tissue. Patient was tight." Rep provided the revision usage sheet and confirmed that no further information is available due to hospital policy.